Event description:
Caller reported damage to pump housing around the usb port, impacting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump with updated software to be sent to the caller, who was advised on backup therapy options and the steps for returning the damaged pump.